Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was spontaneously shutting down. It was also observed that the fans operated at a normal rate and the programmer successfully booted to the normal screen. Additionally, a burnt odor was detected emanating from the power supply when the programmer was powered on and opened. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer spontaneously shut down. The programmer software was successfully updated, however, the programmer subsequently failed to boot up. It was noted that there was a 'click' when turning the power switch to an 'on' position, but the motor did not kick in and the unit did not power up. There was no patient involvement.